Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a stent placement procedure in the common bile duct performed on (B) (6) 2009. According to the complainant, the patient experienced an allergy post implantation, as evidenced by reddening across the patient's entire body. No other symptoms were reported. The patient was treated with a steroid and symptoms "became limited". The patient's condition was reported to be "good".

Manufacturer narrative:
(B) (4) medical intervention required, allergy. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.